Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while using the pump for insulin therapy, customer went into a coma for 4 days. Customer discontinued pump therapy and reverted to using manual injections for insulin therapy. Customer declined to provide further information regarding the event and the cause of the coma could not be confirmed.